Manufacturer narrative:
(B)(4). The lot was manufactured june 30, 2013 to july 1, 2013. The device was returned and evaluated for the reported issue. Visual inspection revealed no evidence of a ruptured balloon. A functional test was subsequently performed by filling the unit with water. During and after fill, no evidence of rupture was observed on the balloon. The reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate balloon ruptured during filling. This was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.